Manufacturer narrative:
Additional information provided in h.6. And h.11. Customer video was provided, 24 second video and 1 second shows bottom of cassette and fluid drops appear to be coming from the cassette. It appears the drain bag was cut; however, fluid is observed in the drain bag. The reason for the cut on the drain bag was not apparent but is consistent with reuse of a cassette/drain bag. The video does not show a 360-degree view of the drain bag connection to the cassette or any other accessories attached to the cassette. We are unable to ascertain whether the cassette or drain bag or other external factors are related to the customer's experience. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a water leak from the fluidics management system (fms) caused water to flow into the machine during pars plana vitrectomy combined with tractional retinal detachment + membrane peel and endolaser surgery. The procedure was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).